Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 18174230 UDI: (B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 18174230 UDI: ((B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 18174230 UDI: ((B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 18174230 UDI: (B)(4).

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision procedure due to an unknown reason. Additional information received stated that it was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent spinal cord stimulation (scs) revision procedure. Patient was doing well postoperatively. The explanted device was unable to return product due to hospital policy.